Event description:
It was reported that fluid was leaking from reservoir or cartridge area. There was no reported impact to the customer¿s blood glucose level. Customer was in process of pump renewal, declined further follow-up with technical support, and no additional information was received regarding outcome of event.